Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient went to the emergency room and was diagnosed with cellulitis. Treatment included a clindamycin IV and fluid. Additionally, he was given clindamycin to take for 5 days. The patient also experienced a fever of 103 and high blood glucose (that had reached 359 mg/dl when he got to the hospital) with moderate ketones. The patient had complained of irritation/drainage after a couple days of pod wear and the infection was noticed when the pod was removed. Also, after being removed, puss started coming out and it was red underneath the pod. He spiked a fever and then was taken to the emergency room. The pod was worn on the arm for longer than 48 hours.